Event description:
During an on-site visit, the staff reported a novum iq large volume pump under infused. During a norepinephrine infusion was not infusing and the patient¿s blood pressure dropped to the ¿40¿s.¿ no further information was available at the time of this report.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.